Event description:
It was reported that a white substance was observed in the bd vacutainer® sst¿ ii advance plus blood collection tube gel after use. Additionally, the blood would not clot after being allowed to stand "for some time". The following information was provided by the initial reporter: "after blood collection, a bioscientist discovers that there is some white substance along the gel in the vacutainer tube. Tube has been standing for some time (blood will not clot), the white substance loosens and now "swims" in the not clotted blood."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a white substance was observed in the bd vacutainer® sst¿ ii advance plus blood collection tube gel after use. Additionally, the blood would not clot after being allowed to stand "for some time". The following information was provided by the initial reporter: "after blood collection, a bioscientist discovers that there is some white substance along the gel in the vacutainer tube. Tube has been standing for some time (blood will not clot), the white substance loosens and now "swims" in the not clotted blood."